Manufacturer narrative:
Additional information indicates the esheath inserted the wrong way due to ''implanter error.'' The difficulty was experienced as the delivery system was inserted. The loader was fully inserted into sheath. The vessel was severely tortuous and heavily calcified. The insertion angle was not steep. The vessel was not pre-dilated. The device was prepped per IFU/training manual. There was no patient injury. Imagery was provided for review. Cine revealed tortuosity of the access vessel. During delivery system advancement, the valve appeared non-coaxial with the flex tip. An inflow strut was bent and appeared to be outside the sheath shaft. The valve was exposed through a puncture on the liner. The 14fr esheath was returned to edwards lifesciences for evaluation with the accompanying 26 mm commander delivery system partially inserted through it. The valve remained inside the sheath, approximately 1'' from the distal strain relief. The returned device was visually inspected. Struts at inflow are bent slightly sideways and one (1) strut bent outwards. All struts were exposed through the skirt. The leaflets were dehydrated and wrinkled. The frame was distorted and canted. Flex tip gouges were observed. No functional testing was able to be performed due to device return condition. No dimensional testing was able to be performed due to device return condition. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint code. All inspections are conducted on 100% of units. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. IFU for commander delivery system, device preparation manual, procedural training manual and IFU for commander delivery system were reviewed. No IFU/training deficiencies were identified. Although the complaint was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra) and a corrective action preventative action (CAPA) assessment. Each of these capture root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a corrective action preventative action (CAPA) was previously initiated to capture further investigation and any possible corrective or preventative action activities. The complaint was confirmed through the device evaluation. No potential manufacturing non-conformance were identified. Review of the device history review (DHR), lot history, complaint history review and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per complaint description, ''during the procedure, the esheath was inserted the wrong way round. When the delivery system was pushed through the esheath, the valve to push out one of its struts appeared to tear the esheath.'' The case notes revealed the patient's access vessel was ''severe tortuous'' and ''heavily calcified.'' Furthermore, the provided imagery revealed severe tortuosity of the access vessel. The training manual states, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Tortuosity can create a challenging pathway for delivery system insertion through the sheath. Additionally, it can create suboptimal angles for delivery system insertion/advancement through the sheath, leading to high push force and resistance. The presence of calcification within the access vessel can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Furthermore, the complaint description reports, ''as per medical opinion, the root cause of the event was possibly due to incorrect insertion of the esheath.'' The training manual instructs the user to ''correctly orient delivery system and check position before insertion'' and ''orient the delivery system with the flush port pointing away and the edwards logo facing up.'' If the sheath's orientation is incorrect, the liner may interact with the anatomy and further contribute to resistance. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. As such, available information suggests that patient (calcification, tortuosity) and procedural factors (improper sheath orientation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the procedure, the esheath was inserted with the e sign facing down with the split of the esheath upwards. When the delivery system was pushed through the esheath, the valve strut appeared to tear the esheath. There was no patient injury. A second esheath, delivery system, crimper and valve were opened and implanted successfully. The patient outcome was good. As per medical opinion, the root cause of the event was possibly due to incorrect insertion of the esheath.